Manufacturer narrative:
The biomedical engineer (bme) reported that there was an application advisory message appearing on their telemetry transmitters when trying to discharge a patient. They state that when the error appears it says, "app error", and when pressing ok, the central nurse's station (cns) application will suddenly close out. They will try to relaunch the application and try to discharge and admit but the error appears every single time with the cns app closing as well. Nihon kohden technical support (tech support) walked them through the basic troubleshooting steps and had them reboot the cns. However, after rebooting it, they mentioned this same issue was happening on multiple cns's as well. After the reboot I had them un-monitor and re-monitor the telemetry transmitters that were being affected. Then tech support had them reboot all multiple patient receivers (orgs) since they reported this was happening with multiple telemetry transmitters. Lastly tech support had them swap out the transmitters and change the channels and the application error message kept appearing when attempting to discharge or admit. They then mentioned that this issue started happening when they switched over to new servers. This starting happening on friday, and the servers were switched on thursday. The issue in the meantime has gotten worse over time, and now seeing communication loss on the telemetry transmitters intermittently. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple patient receiver: model: org-9110a; sn: (B)(4). Central nurse's station: model: cns-6201a; sn: ni.

Event description:
The biomedical engineer (bme) reported that there was an application advisory message appearing on their telemetry transmitters when trying to discharge a patient. They state that when the error appears it says, "app error", and when pressing ok, the central nurse's station (cns) application will suddenly close out. They will try to relaunch the application and try to discharge and admit, but the error appears every single time with the cns app closing as well. Nihon kohden technical support (tech support) walked them through the basic troubleshooting steps, and had them reboot the cns. However, after rebooting it, they mentioned this same issue was happening on multiple cns's as well. After the reboot I had them un-monitor, and re-monitor the telemetry transmitters that were being affected. Then tech support had them reboot all multiple patient receivers (orgs) since they reported this was happening with multiple telemetry transmitters. Lastly tech support had them swap out the transmitters and change the channels and the application error message kept appearing when attempting to discharge or admit. They then mentioned that this issue started happening when they switched over to new servers. This starting happening on friday, and the servers were switched on thursday. The issue in the meantime has gotten worse over time and now seeing communication loss on the telemetry transmitters intermittently. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported there was an application "app error" message appearing on the telemetry transmitters when trying to discharge a patient from the central nurse's station (cns). When trying to press ok, the cns application would suddenly close out. They tried to relaunch the application and discharge and admit but the error appeared every time and the cns application would close. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The cns and orgs were rebooted, and the transmitters were swapped out and channels changed. The customer stated the issue started when new servers were installed. Nk ts reached out to clinical (cits) for assistance. Cits found errors in the server. Per the nk investigation, "this is a known phenomenon in org ver 04-51. The org-9100 reboots when it receives a diagnostic string of 205 characters or more from another device. The root cause is determined to be the failure of the org. The unit was replaced.

Event description:
The biomedical engineer (bme) reported that there was an application advisory message appearing on their telemetry transmitters when trying to discharge a patient. They state that when the error appears it says, "app error" and when pressing ok, the central nurse's station (cns) application will suddenly close out. They will try to relaunch the application and try to discharge and admit but the error appears every single time with the cns app closing as well.